Event description:
It was reported by a customer in (B)(6) that the ht50 ventilator pump experienced a loud squeaking noise during use. The patient was transferred to another ventilator. There was no patient injury reported.

Manufacturer narrative:
The home-care end customer informed to have replaced the pump on the ht50 ventilator, and it is now functioning to specifications. (B)(4).